Manufacturer narrative:
Expiration date - september 2022. UDI: the corresponding lot is not subjected to UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: 10/19/2019 ~ 10/21/2019 the actual device was returned for evaluation. Visual inspection revealed that the needle was widely bent from the position connecting the needle and wing part. The protector from a different product type was attached on the needle. Five retentions pieces from the same lot were prepared and visually checked, however no bent needles or related defects which were attributed to the reported issue were observed. A review of the manufacture inspection record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the surflo winged infusion set needle had to protector and the needle itself was bent. The user opened the package without noticing that the needle had no protector and he/she got a needle stick. It was during the conversation with the patient. The needle stick condition was mild and no health hazard was confirmed.